Manufacturer narrative:
Concomitant medical products: d224trk, ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the left ventricular lead had high impedance, no capture and a possible fracture. The lead was capped and not replaced as the lead was no longer needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.